Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with approximately 500 units of insulin. The customer reported blood glucose level was within target range. As the customer did not have additional cartridge available at the time of the call, it was confirmed that the customer would call back at a later time. Multiple attempts were made to follow up with the customer; however, no further information was provided on the reported event.